Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging headache; difficulty breathing; device will not turn on/device not functioning; burning/smoke/electrical odor.there was no report of serious patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, difficulty breathing, device will not turn on/device not functioning and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer said I got replacement device and I sent old device back and she hang up the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, difficulty breathing, device will not turn on/device not functioning and burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.  The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, we found no evidence of sound abatement foam degradation or breakdown. Found no evidence of the device restarting or any signs of odor coming from the machine. During the external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known-good power supply and power cord, and airflow was verified to be operating correctly. An internal investigation showed that there were no signs of non-conformance inside the device. The error log showed that there were zero instances of errors on the log. In this report, section d9, g3, h3, h6 has been updated.